Event description:
It was reported that the patient presented in-clinic for follow-up, post-paced t-wave oversensing was observed and was noted on the stored egm. Programming changes were made. Device remains implanted.